Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with single vessel disease and underwent percutaneous coronary intervention. The target lesion was located in the proximal to mid right coronary artery. After a 7f non-boston scientific (bsc) guide catheter was engaged, and a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.50 x 15mm non-compliant balloon catheter at 14 atmospheres (atm). Following pre-dilation, a 3.50 x 32 mm synergy shield was deployed at 12 atm. However, a distal stent edge dissection was observed post-deployment. The dissection was further described as type b and flow limiting. A 3.00 x 15 mm non-bsc stent was deployed to cover the dissection, resulting in timi iii flow. The procedure was completed successfully, and the patient remained stable and fully recovered post-procedure.